Event description:
Report received from the clinical department a case of lymphoma of a (B)(6) study pt. The pt was enrolled (B)(6) 2001. The pt had augmentation surgery that took place in 1999. Revision surgery and enrollment into the study took place (B)(6) 2001 with 410 devices. The right sn (B)(4) and left side (B)(4), it is unk what implants were placed prior to the 410 implants. The pt was seen per (B)(6) study protocol. In (B)(6) 2004 (3 year follow-up) the pt presented with a small left cyst and a lymph node as seen on mammogram and ultrasound. There was no treatment rendered at that time. At the 7 year follow-up, the pt had no change on the cyst; however, the lymph node was not mentioned on the form. An MRI reveals bilateral cyst, but more prominent on the left than the right. No treatment rendered. (B)(6) 2011, the pt was diagnosed with a possible rupture. Implant removal and replacement took place. The replacement was for the right side only according to the documents and the op report. The explant surgery took place on (B)(6) 2012. The replacement devices are sn (B)(4). However, it is documented that the pt had dropped out of the study after (B)(6) 2011.

Manufacturer narrative:
(B)(4). The 410 device labeling addresses anaplastic large cell lymphoma (alcl): anaplastic large cell lymphoma: based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin's lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in pts with an implant history that includes allergan's and other manufacturers' breast implants. You should consider the possibility of alcl when you have a pt with late onset, persistent per-implant seroma. In some cases, pts presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your pt is diagnosed with peri-implant alcl, develop individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. For more complete and up-to date information on FDA's analysis and review of the alcl in pts with breast implants, please visit http://www.FDA.gov/medicaldevices/productsandmedicalprocedures/implantsandprosthetics/breastimplants/ucm128884.htm.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).